Event description:
Per complaint (B)(4), after clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Patient's identifier and other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.